Event description:
The hcp reported that the pump was explanted after an implant duration of 12 months. The patient was receiving morphine and bupivicaine. The reporter indicated "pain;" but no report of other patient injury.